Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) presented to the emergency department with complaints of diaphragmatic pacing. The device was originally programmed to right ventricular (rv) only. The field representative re-programmed the device to vvi 70 bpm and the stimulation went away. Troubleshooting was performed and they could not re-produce the stimulation after trying different vectors and outputs. Subsequently, the patient was admitted to the hospital for monitoring however, stimulation did not return. At this time, the device remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) presented to the emergency department with complaints of diaphragmatic pacing. The device was originally programmed to right ventricular (rv) only. The field representative re-programmed the device to vvi 70 bpm and the stimulation went away. Troubleshooting was performed and they could not re-produce the stimulation after trying different vectors and outputs. Subsequently, the patient was admitted to the hospital for monitoring however, stimulation did not return. At this time, the device remains in service. No additional adverse patient effects were reported. This supplemental report is being filed as additional information was received which reported that this cardiac resynchronization therapy defibrillator (crt-d) was explanted due to header compatibility and the stimulation was related to patient anatomy. No device issues were reported. No adverse patient effects were reported.